Event description:
On call received call from (B)(6), spoke with pt's dad states pump became disconnected from site and did not alarm. Pt was out of medication for about 10 mins. Dad restarted infusion on 2nd pump at current rate. States pt is good. No side effects. Advised dad pharmacy would reach out to schedule replacement pump on monday. Dad v/u. No other info provided. Yes the error occurred while in use. No harm to pt. We are shipping out a replacement and getting the malfunctioning pump back for inspection. Dose or amount: 26 nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.